Event description:
Meditrina sales representative was informed that a perforation occurred during a myomectomy procedure in which the aveta system was utilized. Patient was transferred to the hospital for observation and in stable condition. Additional information received on 09/03/2025 noted that, "during the shaving of the myomectomy, physician accidently punctured the uterus. The procedure was partially completed, was not able to get the entire myoma. Physician then did a diagnostic laparoscopy to see if there was any damage to the patient's uterus and bladder. Physician transferred the patient to rch, per a follow up call the patient was just held at the hospital for observation and was stable. Patient was discharged and is currently at home."

Manufacturer narrative:
The complaint device was not returned for investigation. Based on the review of the complaint and communication with the facility personnel, no device malfunction was reported. Review of the lot history record indicated no non-conformances. Upon further follow up with the facility, the facility indicated that the physician looked laparoscopically to confirm no adverse effects to the patient. The patient was stable and released from the hospital.